Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, complete fracture of tubing of pump cylinder.

Manufacturer narrative:
A titan touch pump and one cylinder were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the longer exhaust tube of the pump and the exhaust tube of the cylinder appear to be rough and irregular. No functional abnormalities are noted with the cylinder. The pump was not able to be tested due to tissue within pump. Based on previous quality simulations and examination of the returned product, and on the information received, quality concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) was exerted on the longer exhaust tube of the pump and the exhaust tube of the cylinder to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.